Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
As reported, this was an embolization procedure for a large unruptured left carotid-ophthalmic aneurysm. There were two successive attempts to deploy two silk 4.75x20mm flow diverter stents, but these did not open properly in the distal section and could not be recaptured by the microcatheter. A second flow diverter stent (from another manufacturer) was then deployed, this time with good stent placement. Current patient status: classified as c due to significant increase in procedure duration: approximately 1 hour above average. No consequences for the patient, patient monitored, discharged from hospital with no post-operative consequences detected. Actions taken in the healthcare facility to treat the patient: monitoring. The report is being submitted based on the increased procedure time.

Manufacturer narrative:
The investigation of the returned microcatheter found the distal end curved. No damage or any other anomaly was observed on any other section of the device. An in-house stent was inserted into the microcatheter and was able to deploy from and retract into the microcatheter without resistance during the investigation; furthermore, no issues were found with the expansion of the in-house stent. No procedure imaging was provided to further assess the alleged issue of the stent being incapable of retracting into the microcatheter. The stents used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to report the investigation findings. See h11.